Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was a temperature error for the qdot catheter when attempting ablation. The catheter was checked for irrigation, and there was no fluid exiting. The staff flushed the catheter prior to insertion. The catheter was replaced and the issue was resolved. No patient consequences were reported.

Manufacturer narrative:
On 17-may-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a cardiac ablation procedure with a qdot micro¿ catheter and there was a temperature error for the qdot catheter when attempting ablation. The catheter was checked for irrigation, and there was no fluid exiting. The staff flushed the catheter prior to insertion. The catheter was replaced and the issue was resolved. No patient consequences were reported. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and temperature and impedance test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The temperature and impedance test was performed and during the test, a temperature error was displayed on the generator. Afterward, an irrigation test was performed and an occlusion was detected. Further investigation revealed that reddish material was found occluding some of the irrigation holes in the dome area. A manufacturing record evaluation was performed for the finished device 31264840l number, and no internal actions related to the reported complaint condition were identified. Since reddish material was found occluding the irrigation holes, this failure could be related to the irrigation and high-temperature issues reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the occlusion could be related to the usage of the device during the procedure; however, this can not be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode inspected for coagulum before rf energy is reapplied. To remove any coagulum, if present, a sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).